Event description:
The attached article reports a (B)(6) female presented with a four month history of non-resolving contact lens associated keratitis in left eye. Pt had been a rigid gas permeable contact lens wearer for 25 years and used tap water to clean her contact lenses. Pt was treated unsuccessfully for presumed herpes simplex virus keratitis. Examination demonstrated visual acuity of 20/200 and partial ring infiltrate. Cultures and smears tested positive for acanthamoeba keratitis. Pt was treated with triple anti-moebal therapy with resolution of the keratitis. During the course of therapy, pt developed uncontrolled glaucoma, requiring a tube shunt. The pt underwent a penetrating keratoplasty one year later due to dense stromal scarring. The final visual acuity was counting fingers at face. The author of the article was contacted for info regarding product type and event date.

Manufacturer narrative:
The product was not available for evaluation. The lot number is unk. Based on all info, no causal factors can be determined and no conclusions can be drawn.